Event description:
This incident occurred during the attempted resuscitation of a child - insertion of the needle was slightly problematic. Initially the needle worked okay but as the resuscitation attempt continued, the needle 'tissued' suggesting incorrect placement. On completion of the resuscitation effort, the crew were requested by the police to remove the needle. The crew also reported that part of the needle appeared to be left behind in the pts' leg following withdrawal. Resuscitation failed and the pt died.

Manufacturer narrative:
Exp date unk as lot# was not provided by reporter. Death/expired is not labeled in the IFU. Needle separation is not specifically listed in the instructions for use. Per specification, a 100% visual examination is performed, verifying that the cannula is molded or glued securely into the hub and glue is smooth. Without the complaint device a definitive root cause cannot be determined. Of initial concern is the age of the pt as this could help to determine the device failure. The IFU warnings include: recommended for use in children under 24 months of age. If used in pt over 24 months, the high-density steel-hub design should be used to provide greater stability in bones that are more dense." Attempts to ascertain the age of the pt in this complaint have been unsuccessful. The statement in the event description "that part of the needle appeared to be left behind in the pt's leg following withdrawal" suggests bone density greater than recommended in the IFU. An additional possible cause for device failure can be found in this statement in the event description "needle 'tissued' suggesting incorrect placement." We have seen this type of device failure (needle pushed into hub) in the past and have an open corrective action/preventative action to address this issue. We will continue to monitor for similar complaints.